Event description:
A hospital in (B)(6) reported three 900mr510 reusable heater wires to have broken following the sterilization process. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the three returned complaint reusable heater wires were visually inspected. Results: the visual inspection revealed cracks in the chamber and temperature probe ports of the three complaint 900mr510s. A lot check could not be performed as no lot number was provided. Conclusion: the 900mr510 heater wire is a reusable device. It is possible that the damage occurred if the temperature probe was left in the port during cleaning/disinfecting process, or if the temperature probe was inserted into the port with excessive force during several insertions/removal. The customer has further reported that sonex detergent and medirinse were used in the process of sterilisation. The msds for these products do not state what the ingredients are, it is therefore possible that one of the cleaning agents may contain an unsuitable ingredient that could have contributed to the cracking of the chamber and temperature probe ports. The user instructions which accompany the product state: "the following solutions should be avoided as they may cause the heater wire assembly to crack: ketones, hypochlorite, phenol, formaldehyde, inorganic acids, chlorinated hydrocarbons, aromatic hydrocarbons." "To prevent cracking, ensure that any other reusable components, are disconnected from the heater wire assembly before cleaning."